Event description:
Pt self tester alleges discrepant results with meter compare to lab: inratio: 4.0, lab: 2.6. Results were from "1 or 2 weeks ago". Pt results were usually between 1.9 and 2.5 over the last 3 weeks.

Manufacturer narrative:
Investigation pending.